Event description:
It was reported by service report that the large hose was leaking slightly close to the hydraulic pump connection. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cap side hydraulic hose.